Event description:
Clinical trial. It was reported that during a clinical trial drug eluting stenting procedure, a vessel dissection occurred. The patient presented to the index procedure with chest discomfort in the morning prior to taking medications. The mid left anterior descending artery was attempted, but abandoned due to the inability to establish flow with balloon dilatations. Then a 6 fr guide catheter was placed in the ostium of the right coronary artery (rca). A wire was used to cross the lesion. The mid and distal stenosis lesions were predilated with a 2.5 x 12 mm maverick balloon. A proximal dissection was visualized from the ostium to the proximal segment. Initially balloon inflations were made with the 2.5 mm balloon, then a 3.0 mm balloon. Timi 3 flow was established. A 3.0 x 28 mm taxus express2 stent was deployed from the ostium to cover the proximal dissection. There was 0% residual stenosis. Then a 2.5 x 16 mm taxus express2 stent was deployed at the distal rca. A 2.75 x 28 mm taxus express2 stent was also deployed from the proximal segment of the distal stent to cover the mid lesion. The patient received angiomax, integrelin and plavix during the procedure. The patient was stable and tolerated the procedure well. The patient was discharged one day later on aspirin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.